Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline could not be confirmed as no images were provided and no product was returned for investigation. The submitted log file contained events from (B)(6) 2022 through (B)(6) 2023. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. It was reported that the patient presented to the clinic with a new tear that was almost the entire circumference of the outer jacket. Abbott technical services recommended that the damage be repaired with rescue tape. The patient was reportedly outpatient and stable with no further concerns. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new tear around the outer sheath of the driveline.